Event description:
The jaw of the instrument became misaligned, the robot alarmed, and the blade was unable to activate. Device did not cause any harm to patient. Device was removed and a new one utilized without any problems.